Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a non-device related surgery wherein an electrocautery was used, the patients ipg was fried. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.